Event description:
On 06/02/2025, an arthrex subsidiary employee reported via email that an ar-3636 fibertak repair suture thread frayed and broke when pulled up. To complete the case, a new ar-3636 fibertak was used successfully. There were no reported patient harms. This was discovered during an rcr procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device, which can be attributed to prying/leveraging, misalignment, and/or excessive force used during implant insertion.

Event description:
Additional information was received on 06/24/2025: the anchor was removed from the patient, and all fragments were retrieved. There was no case delay or added anesthesia administered to the patient reported.